Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the display of the heartstart xl was faulty with missing pixels. There was no reported patient involvement and/or impact.